Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of wires due to chronic implant movement. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user is not able to hear any sound with the device. Re-implantation is considered.

Event description:
The user is not able to hear any sound with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is planned but no exacte date has been provided.

Event description:
The user is not able to hear any sound with the device. Re-implantation is considered.